Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain and ventricular tachycardia (vt) with an approximate heart rate of 170 beats per minute (bpm) for which the device did not deliver the appropriate therapy. Subsequently, the patient was reported to had been admitted to the cardiac intensive care and approximately a day later was transferred to a different healthcare facility. The heart rate was reported to remained elevated. No further details had been provided at this moment. This ICD remains in service. No additional adverse patient effects were reported.